Manufacturer narrative:
The log files of the cardiohelp were analysed and the failure could be confirmed. A similar issue was already investigated under complaint# (B)(4) by life cycle engineering (lce 02970): the voltage measurement at the 24v output of the switching power supply showed a deviation from the specified values. If the current delivered by the power supply is not sufficient, the batteries are drawn in. In addition if the output voltage permanently falls below 22.5 v although an ac input is present, the user will receive the error message "ac voltage error". Thus the most probable root cause is a defective power supply unit. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4). The display shows that cardiohelp is on, but the% display of the batteries drops. Green diode for power display does not light up. Power cord and socket were changed several times. When changing the socket and power cord, alarm message a / c voltage error. The alarm disappears after a few minutes. Battererein continue to discharge. Cardiohelp is exchanged.